Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse removed the damaged part and ordered replacement, de-configured reagent management system (rms) at instrument console, powered up the system and a ran system check, which passed. Samples were not printing to the auxiliary printer. The cse found a loose connection at the computer parallel port. The computer locked up during printer troubleshooting, and the cse performed an uncontrolled shutdown. The laboratory information system was unresponsive; the customer called their it to troubleshoot communications. The cse replaced the power cord and power entry module, removed reagent from software on rms side, replaced all probes due to a high count, aligned probes, and replaced syringe tips on reagent pump 2 due to flush pump errors. A system check was then acceptable. The cause of the smoke emitted and flames was due to a damaged power cord. The instrument is performing according to specifications. No further evaluation of the device is required. The total number of dimension rxl max with hm systems installed globally as of september 2015, is (B)(4). Dimension rxl max with hm systems have been in use since june 2, 2004. This is an isolated event. There are no other incidents reported involving damaged power cords resulting in smoke and flame. Dimension rxl max with hm instrument, serial number (B)(4), has been in use at the customer site since april of 2009. There have been no other similar events.

Event description:
The operator of a dimension rxl max with hm instrument had a failure of power entry module and power cord. The power cord melted with smoke and visible flames. The fire department was involved and unplugged the instrument. Damage was limited to the power entry module. An input output communication (ioc) error was obtained on the instrument and the heat torch had to be replaced. There were no reports of adverse health consequences due to the smoke emitted and flames from the instrument.